Manufacturer narrative:
The following additional information received per the medical records indicated that, approximately five days prior to implantation, the patient presented with shortness of breath and chest pain. The patient underwent various imaging studies prior to filter implantation that revealed bibasilar dependent atelectasis, cardiomegaly, mild pulmonary venous congestion, and possible pulmonary arterial hypertension and underlying coronary artery disease. The studies also noted moderate right pleural effusion, some bibasilar atelectasis, and cholelithiasis. One day prior to filter placement, the patient underwent placement of a right internal jugular dialysis catheter and a left internal jugular triple lumen catheter without complication. In addition, the patient underwent a bilateral extremity venous ultrasound that revealed thrombus in the left superficial femoral vein. The patient underwent placement of a trapease vena cava filter for the prevention of deep vein thrombosis (dvt) and pe. The filter was placed via the right jugular vein in an infrarenal location. Approximately on or about one year post implantation, the patient experienced a hemorrhage and blood clot related health problems and was admitted to hospital. Approximately about three years and six months post implantation, the patient expired with the cause of death listed in the death certificate as respiratory failure and prostate cancer.according to the information received in the patient profile from (ppf), the patient underwent filter placement because of heart failure, kidney failure and blood clots in the legs and lungs. The patient is reported to have developed blood clots, clotting and/or occlusion of the ivc and declining health. The patient is reported to have had several symptoms that could have cause the filter to migrate, fracture or be embedded. These symptoms included infection, fever, nausea, vomiting, gastro-intestinal bleeding, chest pain, trouble breathing, lower leg and back pain, inability to walk or stand, recurring dvt and pe, metastatic prostate cancer (stage 4) and atrial fibrillation. The patient¿s spouse reported that the patient had been fearful of having the ivc filter for so long and that it could fail at any time. Approximately four days post implantation, the patient underwent emergency surgery for infection/gangrene that included cholecystectomy with placement of a drainage tube. Approximately one year and five months later, the patient developed severe hemorrhage with blood in the kidneys. Approximately one years and two months later, the patient reports having prostate cancer, swelling, and test done. Three months later, the patient underwent a bone scan for leg and back pain. Nine days later, the patient underwent ¿cement¿ surgery associated with two discs and could not walk. Twenty-six days later, it is states that the patient developed atrial fibrillation with a rapid ventricular response, stopped heart twice with therapy, the patient had pain, weakness, and could not walk. About one month later, the patient had atrial fibrillation with rapid ventricular response again. It appears that medical intervention was not successful. The patient is reported to have had anemia and could not walk. One month and twenty-one days later, the patient expired. No attempt to remove the filter was made and the filter remains in the patient post-mortem. The patient¿s spouse reported having experienced emotional distress.as reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter for the treatment and prevention of his deep vein thrombosis and pulmonary embolism. The information provided indicated that the patient experienced a post procedure pulmonary embolism, hemorrhage and blood clot related health problems. The patient is reported to have developed blood clots, clotting and/or occlusion of the ivc and declining health. Approximately three years and six months post implant, the patient expired with the cause of death listed in the death certificate as respiratory failure and prostate cancer. Approximately five days prior to implant, the patient presented with shortness of breath and chest pain. Various imaging studies revealed bibasilar dependent atelectasis, cardiomegaly, mild pulmonary venous congestion, and possible pulmonary arterial hypertension and underlying coronary artery disease. The studies also noted moderate right pleural effusion, some bibasilar atelectasis, and cholelithiasis. One day prior to filter placement, the patient underwent placement of a right internal jugular dialysis catheter and a left internal jugular triple lumen catheter without complication. In addition, the patient underwent a bilateral extremity venous ultrasound that revealed thrombus in the left superficial femoral vein. According to the information received, the patient underwent filter placement due heart failure, kidney failure and blood clots in the legs and lungs. The filter was placed via the right jugular vein in an infrarenal location. Approximately one-year post implantation, the patient experienced a hemorrhage and blood clot related health problems and was admitted to hospital. Approximately three years and six months post implant, the patient expired with the cause of death listed in the death certificate as respiratory failure and prostate cancer. These symptoms included infection, fever, nausea, vomiting, gastro-intestinal bleeding, chest pain, trouble breathing, lower leg and back pain, inability to walk or stand, recurring dvt and pe, metastatic prostate cancer (stage 4) and atrial fibrillation. Approximately one years and two months later the patient reports having prostate cancer. It appears that medical intervention was not successful. The patient is reported to have had anemia and could not walk. One month and twenty-one days later, the patient expired. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity. Hemorrhage, respiratory failure, metastatic prostate cancer, nausea, vomiting, pain, anxiety and swelling do not represent a device malfunction, rather underlying patient specific issues, may have contributed. There is nothing in the information provided to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Please note that the exact event date for the adverse event of hemorrhage occurred sometimes in 2012 and is being captured as 1/1/2012. As reported, the patient underwent a surgical procedure to implant a trapease permanent inferior vena cava (ivc) filter for the treatment and prevention of his deep vein thrombosis and pulmonary embolism. The device was positively identified on the patient¿s medical records. In or about sometime in the year after implantation, the patient suffered from a hemorrhage and was hospitalized. On or about one thousand two hundred ninety five (1295) days after implantation, the patient passed away from respiratory failure and was diagnosed with prostate cancer at the time. As a result of the filter implantation, the patient suffered significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses before his passing. No additional information is available. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The trapease inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Hemorrhage, respiratory failure and prostate cancer do not represent a device failure. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Hemorrhage is an escape of blood from a ruptured blood vessel. Without additional information available it is indeterminable if the hemorrhage was related to the ivc filter. Also mentioned in brief was respiratory failure and prostate cancer leading to the passing of the patient. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this file.

Event description:
As reported through the legal department via a legal brief, the patient underwent a surgical procedure to implant a trapease permanent inferior vena cava (ivc) filter for the treatment and prevention of his deep vein thrombosis and pulmonary embolism. The device was positively identified on the patient¿s medical records. In or about sometime in the year after implantation, the patient suffered from a hemorrhage and was hospitalized. On or about one thousand two hundred ninety five (1295) days after implantation, the patient passed away from respiratory failure and was diagnosed with prostate cancer at the time. As a result of the filter implantation, the patient suffered significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses before his passing. No additional information is available.